Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler involved with this complaint and completed the device evaluation. The instrument was found to have a tear in the dlu wire's insulation. There was no material missing as a result. The instrument passed an electrical continuity test. Review of the dsp log found no errors related to the instrument. The instrument was installed on an in-house system and passed the initialization test. The instrument clamped and fired successfully.

Event description:
It was reported that during central processing, the customer discovered the green/white light cable on the curved-tip 30 stapler instrument had a tear in it. There was no report of patient involvement.